Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. This is the only complaint reported for this lot number to date. The stent graft remains implanted; therefore, it is not available for eval. The event investigation is currently underway.

Event description:
It was reported that approx 20 months post stent graft implant, 90% stenoses were identified all the proximal and distal ends of the stent graft at the venous anastomosis, and also within the av graft. Thrombectomy and balloon angioplasty were successfully performed, which resulted in excellent flow through the av graft. There was no reported pt injury.